Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces with both haptics bent and detached from the optic. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately 4 years after implantation of a piggyback intraocular lens (iol) into the left eye (os), the patient complained of having filmy vison. During a slit lamp examination the following week, the lens was observed to be decentered temporally. Approximately 1 month after the onset of problem, both the original iol & piggyback were removed, and a different power lens was implanted to correct the decentration and provide better refractive results. In the surgeon¿s opinion, the most likely cause of the event was mechanical breakdown of the iol. Additional information was requested but not received.

Manufacturer narrative:
Additional information: b5, d6a, d10, g3, h2, h6, h11.

Event description:
Additional information was received indicating the piggyback iol was repositioned on the same date decentration was observed and 10 days post-intervention it was determined the initial and piggyback lens would both be removed to replace with the different power iol.